Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient received inappropriate antitachycardia therapy for rapid supraventricular tachycardia (svt). Upon review, a one to one ratio of atrial to ventricular events were observed, however, some of the atrial events fell into blanking. Programming changes were discussed. No programming changes were reported. The patient was stable.